Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to faulty component on the interface board. However, the insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 82 mg/dl. The customer reported damage to the battery compartment. The customer mentioned few vertical and horizontal cracks. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.